Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). The procedure was performed using the contralateral approach. After placing the sheath from the left sfa, a non-boston scientific (bsc) guidewire was advanced. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation; however, during the first inflation at 8 atmospheres for 10 to 20 seconds, the balloon ruptured. The device was removed and pinhole was found in the middle near the tip. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.